Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products unk competitor implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the lead impedance has been increasing over time and bipolar impedance is now high. The lead was changed to unipolar configuration and remains in use. No patient complications have been reported as a result of this event.